Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:11 occurred during biomedical testing. This condition had the potential to interrupt delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. This condition was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.